Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer¿s mother declined troubleshooting. Customer had stopped using the sensors for a few weeks and when they decided to use it again, the insulin pump was not respond to it. Customer tried pairing it back, but it just kept on asking them to retry. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.